Manufacturer narrative:
Medwatch sent to the FDA on 11/22/2016. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported adverse event of deflation as follows: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) is significantly higher when balloons are left in place longer than 6 months or used at larger volumes (greater than 700 cc). Deflated devices should be removed promptly. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had complained of greenish urine. "Eda with viewing bluish waste, likely valve leak." Device was removed.

Manufacturer narrative:
Device evaluation summary: the device was returned to apollo. A visual examination was performed on the device, and noted blue discoloration on the shell and valve channel. A valve test was performed and flow was continuous and unobstructed. An air leak test was performed and leakage was observed. Under microscopic analysis three striated openings were observed on the shell, consistent with device removal.